Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of premature deployment during an unknown procedure performed at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown procedure performed on (B)(6) 2024. The anatomy location is unknown. During procedure, the clip did not open and was wobbly during deployment. The procedure was completed with another device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: block b6 (describe event or problem), block e1 (initial reporter title, first name, last name, address 1, phone and occupation) has been updated based on the additional information received on (B)(6) 2024. Block h6: imdrf device code a150103 captures the reportable event of premature deployment during an unknown procedure performed at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown procedure performed on (B)(6) 2024. The anatomy location is unknown. During procedure, the clip did not open and was wobbly during deployment. The procedure was completed with another device. There were no patient complications reported as a result of this event. Additional information received on (B)(6) 2024 it was confirmed that the indication of the procedure was hemostasis. The procedure was completed with another resolution clip device.